Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 07 november 2023, should be retracted.

Event description:
It was reported that during incoming inspection it was observed that "staplers with damaged blister". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during incoming inspection it was observed that "staplers with damaged blister". No patient involvement.